Event description:
Literature was reviewed regarding aortic valve surgery in children with infective endocarditis. The study population included 41 patients who were predominantly male. Multiple manufacturer¿s devices were implanted in the study population; it is unknown how many patients were implanted with a medtronic contegra conduit. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all contegra conduit patients adverse events included: cerebral emboli, permanent pacemaker implant due to complete heart block, re-operation or replacement, vegetation and mild mitral regurgitation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: wu, damien m. Et al. Aortic valve surgery in children with infective endocarditis. Seminars in thoracic and cardiovascular surgery. Published online march 8, 2023; volume 36, issue 4, 418 - 427. Doi: 10.1053/j.semtcvs.2023.02.004. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.